Event description:
Transcatheter aortic valve delivery device latched to cardiac tissue and could not be removed. The devices is a boston scientific lotus edge valve system. Ref h749lvsus250, lot 24014930. FDA safety report ID# (B)(4).